Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with meropenem (1vial, discontinued after three days), vancomycin (2 vial for one day, then 1vial every other day, ongoing) for peritonitis. On an unreported date, report, the patient recovered from peritonitis. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.